Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center displayed the scope communication error (error code b30) when the scope was connected. The issue occurred during inspection for a diagnostic gastrointestinal endoscopy. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for evaluation and the reported malfunction was confirmed. Based on the results of the investigation, it is likely that the scope communication error occured due to terminal corrosion of the video connector socket. A definitive cause cannot be confirmed. Olympus will continue to monitor field performance for this device.